Manufacturer narrative:
Date MFR. Rec: jan/10/2017. The shaft and bearing of the device were corroded. (B)(4).

Manufacturer narrative:
Additional information received indicating the handpiece heated up within a few minutes. The surgery was completed with another handpiece. (B)(6).

Event description:
Additional information received indicating the handpiece heated up within a few minutes. The surgery was completed with another handpiece.

Manufacturer narrative:
Device was returned for evaluation. Pre-repair temperature testing was performed. The following are the pre-repair temperatures: point 1: 145.5°f, point 2: 123.7°f and point 3: 103.6°f. Device evaluation is not complete at this time, completion of evaluation is anticipated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operative the handpiece was overheating. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.